Event description:
As reported by staff, "arthrex scorpion needle broke inside of the patient and lodged into his right shoulder tissue during left shoulder arthroscopy, rotator cuff repair, while suture was being passed. (Surgeon) and surgical technician alerted the staff in the room of the issue. No needle was found during arthroscopy. X-ray was performed post operatively and confirmed it's location inside of the patient's shoulder tissue. Arthrex representative was present in the room during the situation. Arthrex has reported the incident. Surgeon alerted patient and patient's family of issue. Missing needle tip was discovered intraoperatively; shoulder was scoped to locating missing tip without success. A post-op xr was obtained which revealed "2-3mm foreign body embedded in rotator cuff near rotator cuff insertion site." Surgeon decided more harm could come attempting to retrieve needle tip so decision was made not to re-open the incision. The surgeon will continue to follow patient as an outpatient with xr's to ensure no migration of the needle tip.